Manufacturer narrative:
Investigation conclusion: a review complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email

Event description:
Reported 1 false positive flu result (unknown whether for flu a or flu b) for one patient, unknown whether symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.